Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a pulse generator change out, the right ventricular exhibited an insulation anomaly. The lead was capped and replaced on 1/28/2016. The patient was fine post procedure.